Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that this left ventricular (lv) lead had loss of capture, as there was a change in thresholds due to patient condition. The lv lead was explanted and replaced, and intravenous antibiotics were administered to the patient. The new lv lead that was implanted was subsequently changed out to an epicardial lv lead two days after the revision procedure. No additional adverse patient effects were reported.